Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was suspected that the right ventricular (rv) lead exhibited high pacing impedance measurements. The physician elected to replace the rv lead during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one-piece with the helix extended and clogged with blood/tissue. X-ray examination revealed the inner coil of the connector portion was over torqued, consistent with procedural damage. Electrical testing was normal.